Manufacturer narrative:
Internal complaint number: (B)(4).

Event description:
It was reported that the patient had the pump explanted as a result of an infection that developed on the skin above the pump. The cause of the infection could not be determined. There were no product issues reported. The pump is not available for evaluation.